Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and performed five samples analyses on an alternate coulter act diff 12 analyzer; hemoglobin results varied at a +/- 5% difference. The fse performed multiple blank sample tests and monitored the cycles - no issues were observed. The fse noticed air bubbles and replaced the syringes. The fse performed a clean procedure, a latex particle-to-size aperture, clog detection and updated its factor, and completed reproducibility test. The fse then performed patients' sample analyses on the original and alternate instrument; hemoglobin results varied at a +/- 2% difference. The fse performed system startup and controls - all results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the reagent syringe.

Event description:
The customer reported erroneously low hemoglobin (hgb) results, for two patients, involving the coulter act diff 12 analyzer. The erroneous results were released out of the laboratory and questioned by the physician. The patients' samples were sent to a reference laboratory for analysis and corrected results were obtained. The customer stated quality control (qc) recovered within specifications at the time of the event. In addition, the customer-supplied data indicated discrepant white blood cell (wbc), red blood cell (rbc), hematocrit (hct), and platelet (plt) results. The customer indicated there was no patient injury or change in patient treatment associated with this event. The patients' samples were collected in ethylenediaminetetraacetic acid (edta) tubes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.